Manufacturer narrative:
(B)(4). Final analysis found surface abrasion at the proximal region and insulation abrasion at 24.4 - 27.5 cm from the connector pin breaching the outer insulation and exposing the outer coil. Abrasions are consistent with friction to another device or feature of the patient anatomy. This most likely contributed to the complaints reported in the field. (B)(4).

Event description:
It was reported that the patient presented in clinic for follow up, the atrial lead exhibited noise with inappropriate output. The lead was explanted and replaced successfully. The patient experienced no adverse consequence.